Event description:
It was reported the cord door is broken and the ECG (electrocardiogram) port is possibly broken. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported ECG (electrocardiogram) port issue; the ECG port is loose on a printed circuit board assembly. Analysis also confirmed the reported cord door issue; tab on the power cord bay door is broken. Analysis found the rf (radio frequency) head connector had cracked solder joints and the system fan is noisy. Concomitant product: 229047 analyzer. (B)(4).